Event description:
It was reported that the patient presented for a scheduled leadless pacemaker (lp) implant procedure. During the procedure, the lp helix was observed to be stretched. The patient also experienced chest pain. The procedure was stopped, and the patient¿s condition remained stable.